Manufacturer narrative:
Patient's age, sex, and weight unknown. Pre op testing and labs unknown. Relevant history and pre-existing medical conditions unknown. Device evaluation: the device was returned for product evaluation. The marker band was absent from the tip. The band was returned in addition to the catheter. The exact cause to the failure cannot be determined at this time.

Event description:
Turbo elite catheter being used during a patient procedure. Distal tip (metal ring) dislodged from catheter. Dr. Was fortunately able to snare piece out of patient. Procedure was completed with another device and patient was discharged per operative plan.